Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange). Lens work order search: no similar complaint type events reported for units within the same lot. Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.88mm)] (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -12.5 into the patient's left eye (os), the lens tore/broke. Reportedly, the lens got "stuck in the sponge" during implant. The original lens was implanted on (B)(6) 2018 and exchanged for an alternate lens on (B)(6) 2018.